Event description:
It was reported that the ilet user experienced persistent hyperglycemia after a shower when the infusion tubing was not reconnected correctly, with glucose reportedly peaking at 500 mg/dl. The caregiver later performed a full supply change of the teflon infusion set and cartridge, entered a fingerstick value of 285 mg/dl into the ilet, noted only trace ketones, and observed that glucose returned to range later that day. Symptoms included hyperglycemia. Outcomes included a missed insulin dose. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and involvement of the pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.